Event description:
I had an endometrial ablation in (B)(6) 2011 due to severe menstrual bleeding. I was told that periods would get lighter, possibly disappear. Throughout 2017-2018 experienced severe pain and heavy breakthrough bleeding which required a hysterectomy in (B)(6) 2018. FDA safety report ID: (B)(4).